Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during a vitrectomy procedure, the 23 gauge probe would not go through the 23 gauge port. The probe was replaced. The procedure was completed without harm to the patient. Additional information has been requested but not received.

Manufacturer narrative:
The lot number (l/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. With no additional, related information provided, the customer reported event was not able to be confirmed. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).